Event description:
Obtaining elevated blood glucose results (values not provided) for the past six months, while using the suspect device. Based on elevated results, pt reportedly sought treatment at a clinic. Pt indicated that his blood glucose, when tested on the clinic's device, measured 91 mg/dl. Within 5 minutes, pt reportedly tested blood glucose, using the suspect device, and obtained a result of 194 mg/dl. Prior to performing the meter-to-meter comparision, pt's daily dosage of an oral diabetic medication had been doubled, based on elevated readings obtained on the suspect device. No pt injury was reported as a result of the increased dosage. No treatment was received. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.